Event description:
It was reported that during a pci treatment procedure, the ultra-thin diamond balloon catheter became stuck in a 7 fr introducer sheath, and the balloon separated from the catheter. The pt was asymptomatic during this event. The lesion being treated was a 75% stenotic lesion in the cephalic vein. The physician used a .035 guide wire to cross the lesion. The ultra-thin diamond balloon was inflated one time to 18 atms, and was being withdrawn from the pt when the incident occurred. The balloon was removed from the pt with the sheath. No pt injuries or complications were reported. Pt status is reported as 'fine.'